Event description:
Customer states that the pump is running, shows all the proper symbols, but fluid does not flow or get dispensed. The event found during testing. Rate: 500 dose: 20 medication or food: water.

Manufacturer narrative:
Pump was tested for accuracy several times, using water. Pump delivered amount within specification ((B)(4)). Complaint could not be confirmed.